Event description:
It was reported that pump is alarming no disposable. The patient was instructed to hit start/stop button to silence alarm, reviewed settings and pump restarted. Pump screen reads run at end of call. No additional information available.